Event description:
A talent abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was reported as the aortic neck was 5 cm long and had a 60 degree anterior aortic neck. The aneurysm began in the aortic neck where the stentless area of the bifurcated stent graft began, and there was a slight indentation/kink in the stentless area of the stent graft. The physician placed a self-expanding stent and the stent the indentation/kink was resolved. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B)(4). Lack of info, unknown cause of stent graft kinking.